Manufacturer narrative:
It was reported there was bleed back from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿small while the device was being used on the patient. Approximate blood loss is unknown but hemodynamics were not compromised as a result of the bleeding. The valve did not break into pieces or detach from the sheath. No medical intervention was needed to stop blood loss, the sheath was exchanged and the issue was resolved. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. This finding was reviewed and determined it continues to be MDR reportable as it is consistent with the customer¿s reported event. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. In addition, during product evaluation, the lot number for the device was verified to be 00001605. As such, field d4. Lot has been populated with this information. With lot # verification, the manufactured date and expiration date have also been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The device history record (DHR) for the lot number 00001605 has been received and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation occurred. It was reported there was bleed back from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿small while the device was being used on the patient. Approximate blood loss is unknown but hemodynamics were not compromised as a result of the bleeding. The valve did not break into pieces or detach from the sheath. No medical intervention was needed to stop blood loss, the sheath was exchanged and the issue was resolved. The case continued without any further incident. Air did not enter patient and no percutaneous or surgical removal was needed. There was no patient consequence.

Manufacturer narrative:
On 6-jul-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4) correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.